Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the battery charging issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a correction bolus via the pump to address bg.